Event description:
It was reported that the patient had his spectra penile prosthesis replaced with a 3 piece inflatable penile prosthesis due to patient dissatisfaction. No patient complications were reported in relation with this event.